Manufacturer narrative:
Batch review performed on 27 april 2018; lot 174955: (B)(4) items manufactured and released on 09 november 2017. Expiration date: 2022-10-09; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 1 month after primary surgery. The pathogen is unavailable. The surgeon washed out the knee and swapped the poly.